Manufacturer narrative:
(B) (4): the screw remains implanted. X-rays showed a pedicle screw construct from l4 to s1. The screw at l4 was broken mid-pedicle.

Event description:
It was reported that the pt underwent decompression from l4 to s1, posterior lumbar fusion (plf) at l4/l5 and posterior lumbar interbody fusion (plif/plf) at l5/s1. At 15 month post op visit, x-rays showed that the l4 screw broke at the bone-screw interface. The pt was not experiencing pain. Revision surgery is not planned at this time. No further pt complications were reported.

Event description:
The patient underwent revision surgery 25 months post-op to have the broken screw and rod replaced. In addition, a interbody fusion was performed at l4-l5. Fusion occurred at l5-s1. No patient complicaitons were reported.